Event description:
It was reported that a (B)(6) male who had undergone an abdominoplasty in (B)(6) 2009, was treated post operatively with v.a.c. Therapy in both acute and home care settings. It was reported that dressing changes were performed two times per week. On (B)(6) 2010, it was reported that the pt underwent surgical exploration of the non-healing wound and a piece of foreign material visually identified as v.a.c. Whitefoam dressing was removed under local anesthesia in an outpatient facility. It was removed that the foreign material was found in a narrow sinus tract. It was reported that there were no complications from the procedure.

Manufacturer narrative:
The foreign body was not returned to kci for identification, therefore, kci was unable to confirm identity of the foreign object. Kci is filing this report due to possible use error as a foreign body alleged to be a kci product was left in the pt's wound and required surgical intervention to remove. Kci labeling, available in print and on-line states: "always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the pt's chart. Labeling also warns "v.a.c. Foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed."